Event description:
It was reported that the patient's ventricular threshold measurement was low, and there was a discrepancy between capture management and manual measurements. It was also noted that the threshold appeared to fluctuate when the patient was sitting versus lying down. Trend data also indicated low sensing values. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing value low was noted based on the maximum pwave amplitude of approximately 0.6mv until loss of pwave sensing on approximately (B)(6) 2012.